Manufacturer narrative:
A medtronic representative reported that the site had performed a touch n go registration and the surgeon did not notice that the registration flipped left/right during accuracy check. After he made the cut and was at the dura he noticed it was inaccurate. The rep was troubleshooting with the neuro-coordinator over the phone and had him reach under the drape and perform a tracer registration which passed and resolved the issue. To prevent the touch n go registrations from flipping left/right the rep has taught the site how to put on fiducial markers in a way that will not cause the orientation to flip. However, for this case the site failed to follow the directions. The medtronic representative reported that the site has persisted in using symmetrical fiducial marker placement for touch n go registration despite multiple attempts to train them otherwise. The rep reiterated the importance of not placing fiducial markers in a way that is symmetrical in order to prevent this issue in the future.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy of nonspecific amount. The surgeon registered the patient, checked accuracy and deemed everything to be accurate. After reaching the patient's dura, the surgeon felt inaccurate. The site re-draped, re-registered the patient (post-incision) and checked accuracy. After confirming accuracy, the surgeon continued the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
No parts or files have been received by the manufacturer. The software investigation was unable to determine root cause without further information. No further issues were reported.